Event description:
Fixture removal surgery due to loosening. Left side tibia. Pain when loading was reported as clinical sign. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Fixture removal surgery due to loosening. Left side tibia. Pain when loading was reported as clinical sign. The procedure took place on (B)(6) 2024.